Event description:
It was reported that a spectrum iq infusion pump over infused slightly while performing flow rate accuracy test during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, slightly over pumps during flow rate accuracy test was not reproduced. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Evaluation sent the device to flowline for flow rate accuracy testing with a delivery rate of 40ml/hr and vtbi of 40ml and the device came back with results of 41.29 and a error percentage of 3.225%. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.